Manufacturer narrative:
Patient information is unknown. It is unknown when screws began to migrate. Additional procode: hwc. It is unknown if or when device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Please note, this DHR review is for sterilization procedure only: part: 04.005.418s; lot: l738173; manufacturing location: (B)(4); supplier: (B)(4); release to warehouse date: january 22, 2018; expiry date: january 01, 2028; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.005.418 / l716304 was manufactured in (B)(4); release to warehouse date: january 04, 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an osteosynthesis was applied to proximal humeral fractures on (B)(6) 2018. Approximately two to three weeks after the surgery, the locking screw and two multiloc screws were seen to be coming off the plate. Those screws were fixed to level a and d holes. Patient status is unknown. Concomitant device: humeral plate (part: unknown, lot: unknown, quantity: 1). This report is for a 4.0 mm titanium (ti) locking screw w/t25 stardrive 28 mm f/im nails-sterile. This is report 1 of 3 for (B)(4).